Event description:
The customer reported a device error, service required message. There was no report of patient involvement.

Manufacturer narrative:
One processor pca was returned for failure analysis. The reported problem was duplicated during lab tests. Solder pins common to j16 had become detached from the pca causing open circuits and a failed op check. The available information is consistent with a malfunction of the processor pca. The cause was solder pins common to j16 had become detached from the pca causing open circuits and a failed op check. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.